Manufacturer narrative:
Please disregard 1220648-2026-01975 follow up #1, this report was sent in error and is being retracted. None of the information in this report applies to this complaint.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the purge sidearm attached to red impella plug was not secured on white cable, causing it to dangle. The patient became incontinent and the purge sidearm became contaminated with feces. The purge sidearm retainer cover was cleaned thoroughly with chlorohexidine, however due to the patients' liquid feces, there was seepage through the retainers seam and into the area within the retainer. Discussion with the nurse and physician was had and the decision to remove the purge retainer clip was made. When it was removed, it was noted that there was a crack in the housing of the purge sidearm. Nurse stated that she thought forceps may have been used at some point as she saw forceps hanging from the cart and removed them from the cart. The side-arm was cleaned thoroughly from any fecal matter, and the cassette was replaced. No leaks have been noted. Purge flow trends are within normal limits. Patient is stable.

Event description:
An impella 5.5 was placed via the axillary artery graft to support the 68 year old female patient who had been admitted in cardiogenic shock and with a heart transplant rejection, presenting in scai stage e shock. Any other underlying cardiac or systemic comorbidities are unknown. The pump was supporting when after approximately 1 month of support there was contamination by feces. The pump had been not secured and when the patient became incontinent the contamination occurred. The team cleaned the pump sidearm and observed there was a crack in the purge sidearm. The team observed the purge flows to be appropriate but, the pump was replaced due to a pump stop that may have been caused by the damage. A new 5.5 pump was placed. The damage and contamination that lead to the pump stop will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Contamination during use: the cause of the contamination during use issue could not be determined without the returned product for investigation and sufficient clinical details. Pd-purge system (crack): the cause of the purge system crack issue could not be determined without the returned product for investigation and sufficient clinical details. Pump stop: the cause of the pump stop issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
B1: corrected reportability. D9: updated devices return status. H1: corrected event type. H6: based on information in the complaint file: omit code e2403 and added e2343. Omit code f26 and added f1905. Added code a141204. Omit code c20 and added c21. Omit code d15 and added code d16. H11: added clinical review. Clinical review: an impella 5.5 was inserted via the right axillary subclavian artery in a 74-year-old male who presented for high-risk percutaneous coronary intervention. The patient had known coronary artery disease and renal insufficiency and was supported with inotropes, vasopressors, and mechanical ventilation for respiratory support. The patient was classified as scai stage c. During support, a controller-related event was reported, characterized by a controller error and intermittent placement signal issue. The event was associated with hemodynamic instability, prompting clinical evaluation and management. Device revision or replacement was performed at the system level to address the reported controller-related issue and restore stable support. Following intervention, device function and hemodynamic parameters stabilized. Review of the event indicates that the controller-related error and placement signal issue were managed clinically and are consistent with recognized management scenarios during mechanical circulatory support. Comprehensive review did not identify evidence suggesting a causal relationship between the impella controller and the reported event. The patient survived.